Event description:
Event description: per email, it was reported that: on (B)(6), the patient underwent lithotripsy procedure. The guidewire was checked and it was normal before the procedure. During the procedure, the guidewire was placed, and it was found that the guidewire was inconsistent under the endoscope. The guidewire was not easy to take out and damaged the ureter. Damage to the ureter caused bleeding, prolonging the procedure. The patient's bleeding was controlled and the procedure was continued. Injury type: serious injury. Injury description: when the guidewire was placed during the lithotripsy procedure, it was found that the guidewire was inconsistent under the endoscope. The guidewire was not easy to take out and damaged the ureter. Malfunction: the guidewire envelope was inconsistent. Indication of procedure: procedural guidance analysis of cause of the event: product reasons(including manuals) analysis description of cause of the event: product quality problems. Procedure outcome: the patient's bleeding was controlled and the procedure was continued. Additional information provided on 3 jun 2024: can you please clarify what was the specific damage to the ureter? The guide wire chafes the ureter. Was there any intervention performed or treatment given to the patient for the ureteral damage? No, no need any intervention. Was any treatment performed for bleeding? No. What is meant by guidewire was inconsistent under the endoscope? The guide wire was peeling. Was lithotripsy being performed when the guidewire became inconsistent under endoscope?no. What is the patient's current condition (stable, fine, etc.)? Stable. Was the zipwire advanced through a metal cannula or needle? No. Any resistance felt during insertion? While advancing the zipwire to its intended location? While removing the zipwire? No resistance. What is meant by "the guidewire was inconsistent" and "the guidewire envelope was inconsistent"? Guidewire peeling off. Was the guidewire hydrated or rinsed with saline solution prior to removal from the dispenser?yes. Was there an issue with lubricity of the device? Guidewire peeling off. How was the procedure(s) completed? (I.e. Was the same device exchanged for another of the same, different device, etc.)? Exchanged for another of the same. How were the devices removed? Pull out the guide wire. Upon removal of the guidewire, was there any damage to the guidewire? Was the metallic corewire exposed? Guidewire peeling off . Reportedly, no treatment required for bleeding, please clarify that there was minor bleeding which did not require intervention? No intervention.

Manufacturer narrative:
The device was not received at the time of this report; therefore, no physical or visual analysis of the product could be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable as noted in the device instructions for use (dfu) warnings, · manipulate the zipwire hydrophilic guidewire slowly and carefully in the urinary system while confirming the behavior and location of the wire's tip under fluoroscopy. Excessive manipulation of the zipwire hydrophilic guidewire without fluoroscopic confirmation may result in perforation or trauma of the linings or associated tissues, channels or ducts. If any resistance is felt or if the tip's behavior and/or location seem improper, stop manipulating the wire and/or catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the zipwire hydrophilic guidewire's tip, damage to the catheter, or damage to the urinary system. If necessary, remove the zipwire hydrophilic guidewire and ancillary device or scope as a complete unit to avoid complications. The dfu precautions also indicate, · the zipwire hydrophilic guidewire should be advanced through the scope using short, deliberate 2-3cm movements to prevent inadvertent damage to the device or patient. · due to variations in certain catheter tip diameters, abrasion of the hydrophilic coating may occur during manipulation. If any resistance is felt during introduction of the catheter, it is advisable to stop using such catheters. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appeared that clinical and/or procedural factors have contributed to the event as reported. If there is any further relevant information provided, a follow up report will be submitted.

Manufacturer narrative:
Correction follow up: this follow up report is being filed to correct previously filed MDR. The following sections have been corrected: 1. Section d4. 2. Section g1.